Event description:
It was reported that the balloon catheter leaked contrast media and deflated upon dilating. The physician removed the balloon catheter and replaced it with a similar device. There was no reported clinical consequence to the patient.

Event description:
It was reported that the balloon catheter leaked contrast media and deflated upon dilating. The physician removed the balloon catheter and replaced it with a similar device. There was no reported clinical consequence to the patient.

Manufacturer narrative:
A review of the device history record (DHR) confirmed that the device met all material, assembly and performance specification. Device analysis revealed a kink adjacent to the edge of the hub and a second kink 32mm from the edge of the hub. Microscopic inspection revealed a pinhole in the outer shaft at the location of the kinks. Magnified inspection of the pinhole revealed no indication of any contribution from material or manufacturing deficiencies. Review of the information available for the reported event was unable to determine an exact root cause. However, based on analysis results, it is possible that the device kinked during handling; weakening the shaft material and resulting in a pinhole burst when pressure was applied during procedure. Therefore, a root cause of operational context has been assigned to this investigation.